Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an open-heart surgery, false elective replacement indicator (eri) was observed on the device. It was suspected that the device was being exposed to electromagnetic interference (emi). Programming change was made. The patient was stable.